Event description:
It was reported that during a kidney biopsy the device failed to obtain tissue sample and it was observed that the sample chamber was exposed. Another needle was used to finish the procedure. No pt injury.

Manufacturer narrative:
The device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed showing always quality acceptance throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. In regards to the problem described. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch as well as affects the needles ability to cut and obtain a sample. The complaint is confirmed, a gap at the sample notch along with a loose stylet hub were found during the sample eval. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. Additionally, recall was initiated in october 2009. FDA 806 notification report ((B)(4)). The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point shaft or other imperfections after each sample is collected. Do not use if any imperfections after each sample is collected. Do not use if any imperfection is noted.